Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas pro c 503 analytical unit. The patient had a glucose meter result of 78 mg/dl. The patient had a fasting glucose sample collected and the laboratory result was 143 mg/dl. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 77 mg/dl. The repeat result was deemed correct. The reagent lot is 629487. The expiration date was requested but not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. Qc recovery data was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed a sample container not found alarm, an abnormal liquid level alarm, and an abnormal aspiration alarm. The field service engineer (fse) found that the probe rinse was clogged. The sample probe rinse station and the sonic wash station were cleaned and the reagent probes were realigned. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.